Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement and active current measurement. The power management graph indicated connector resistance issue. No unexpected low battery alerts present in the pump history file. Pump error alarmed during self test due to connector resistance issue (j6). Replace battery alert while monitoring and multiple unexpected replace battery alerts were present in the pump history file due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the pump functioned properly during testing as shown in the power management graph. The pump was received with cracked battery tube area, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, stained keypad overlay buttons, cracked battery tube threads, severely faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the back side and also low battery alarm. The customer¿s blood glucose level was 5.4 mmol/l. The insulin pump will be returned for analysis.